Manufacturer narrative:
Upon further investigation it was determined that this event was reported under MFR 2937457-2017-00294. All further updates will be in MFR 2937457-2017-00294.this record will not be updated..

Event description:
Upon further investigation it was determined that this event was reported under MFR (B)(4). All further updates will be in MFR 2937457-2017-00294. This record will not be updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plants investigation.

Event description:
A follow up call with a peritoneal dialysis (pd) patients nurse on an unrelated event revealed the patient was diagnosed with peritonitis on an unknown date in (B)(6) 2017. The patients culture results yielded gram negative micrococcus. It was suspected that the cause of the infection was a breach in aseptic technique. The patient was treated as outpatient with unknown dosage of vancomycin. The patient has recovered from this event and continued pd treatment without any alterations.